Event description:
Caller reported damage to tandem charging cable, and it was found that charging supplies were not functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies to be sent via 2-day shipping.